Event description:
The lay user/patient contacted lifescan (lfs) in 2008 alleging black marks on the patient's one touch ultra link meter. The patient did not exhibit any symptoms or seek any medical attention due to the alleged issue. There was no meter trauma. The meter is not a new product (out of box). Meter was replaced. The complaint is being reported due to the black marks on the patient's meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.